Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2022-00015. Initial reporter occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, fear/stress/anxiety, loss of enjoyment of life, post traumatic stress disorder, depression, blackout spells, bipolar disorder. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear/stress/anxiety, loss of enjoyment of life, post traumatic stress disorder, depression, blackout spells, bipolar disorder is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a tulip implant on (B)(6) 2015 via the right common femoral vein due to a pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation. The patient further alleges fear, stress, anxiety, loss of enjoyment of life, post traumatic stress disorder (ptsd), depression, blackout spells, and bi-polar disorder. Report from CT (computed tomography): ¿vessels: there is a normal vertical orientation of the inferior vena cava filter, the tip of the filter, is at the level of the renal veins, the limbs of the filter extend beyond the confines of the ivc.¿